Event description:
(B)(4).

Manufacturer narrative:
The device was returned to the resmed technical services in (B)(4) and a preliminary eval was performed. An analysis of the device log confirmed that system faults were triggered in the device. The technical eval identified the root cause of the system faults as water ingress in the components within the pneumatic block. There was no pt injury reported for this incident. (B)(4).